Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl 25x1 rb experienced leakage at the connection site. The following information was provided by the initial reporter: material no. 309581, batch no. Unknown. Verbatim: my wife does self injections of b12. Most of the time when she uses the syringe she uses it as is with no issues. However lately as she injects the b12 it leaks out between the needle and syringe. She figured out that the needle is not tightened to the syringe all the way. So now every time she uses the syringe she will make sure the needle is tight prior to use. This is a big hassle for her especially if she forgets and it drips all over her and is unable to administer the full dose.

Event description:
It was reported that the syringe 3ml ll w/ndl 25x1 rb experienced leakage at the connection site. The following information was provided by the initial reporter: material no. 309581. Batch no. Unknown. Verbatim: my wife does self injections of b12. Most of the time when she uses the syringe she uses it as is with no issues. However lately as she injects the b12 it leaks out between the needle and syringe. She figured out that the needle is not tightened to the syringe all the way. So now every time she uses the syringe she will make sure the needle is tight prior to use. This is a big hassle for her especially if she forgets and it drips all over her and is unable to administer the full dose.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.